Event description:
A health care professional reported that, during surgery the surgeon noticed crack and scratch on the lens after insertion. So, the lens was taken out from eye in the secondary implant procedure. Additional information was received stating that the lens was removed and replaced during the same procedure. There was no patient harm. There are two files associated with this report. This is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in the lens case. Viscoelastic was observed. One haptic was broken-gusset area. The lens had been cut into two pieces across the center. The lens was cleaned with klrp. The optic had two cracked areas in the center on the posterior surface, perpendicular to the travel path. Small scratches were observed near the edge on the anterior surface. These scratches were similar to damage caused by an instrument used to grasp the lens. There were two small scrape marks on the posterior surface. This damage was not in the travel path and may have occurred during removal. A used company cartridge was also returned. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of placement a handpiece. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported damage may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the returned cartridge. The optic had two cracked areas in the center on the posterior surface, perpendicular to the travel path. This damage may have been interpreted the reported scratch. The cracks may indicate a plunger underride occurred. No problem was found with the returned cartridge. Topcoat dye stain testing was conducted with acceptable results. Other damage was observed which was similar to damage caused during removal. The IFU instructs to completely fill the cartridge with ophthalmic visocsurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).